Event description:
It was reported by the customer that their insulin pump was alarming weak signal. Customer states that they charged the sensor fully and continue to receive the alarm. During troubleshooting, customer was asked if the device sensor was flat against their skin. Customer stated it was informed customer wireless systems can interrupt signal. Customer states device is functioning. Customer's blood glucose level was 146 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).